Manufacturer narrative:
No moisture damage on keypad, electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump fell in the water. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.